Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that the b button was unresponsive. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer stated that she was dehydrated. The customer stated that she was given IV drips. The insulin pump will not be returned for analysis.